Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to remove the catheter. The catheter was placed for urine drainage during surgery. On the second day of use, it was confirmed that the urine amount in the bag was little. The user connected a syringe to the valve of the catheter and attempted to push and pull the pusher of the syringe. The user stated that he/she felt strong tactile resistance at the attempts. The water in the balloon could be withdrawn, but when he/she attempted to re- inject the water into the balloon, the injection failed. The inserted catheter was lodged in the middle of the urethra. The doctor inserted a needle through the penis to rupture the balloon, and finally the catheter was removed from the patient.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting.

Event description:
It was reported that it was difficult to remove the catheter. The catheter was placed for urine drainage during surgery. On the second day of use, it was confirmed that the urine amount in the bag was little. The user connected a syringe to the valve of the catheter and attempted to push and pull the pusher of the syringe. The user stated that he/she felt strong tactile resistance at the attempts. The water in the balloon could be withdrawn, but when he/she attempted to re- inject the water into the balloon, the injection failed. The inserted catheter was lodged in the middle of the urethra. The doctor inserted a needle through the penis to rupture the balloon, and finally the catheter was removed from the patient.